Manufacturer narrative:
Patient information and initial reporter address and phone were not provided. Product information was not provided, so manufacture date could not be determined.

Event description:
The advocate, from the (B)(6), contacted us customer service and stated she performed a blood glucose test on her daughter at 11:30pm with the contour next usb. The reading was 1.4mmol/l. She gave her daughter a sugary drink but realized she was not symptomatic for hypoglycemia. A new bottle of strips was opened and the daughter was retested. The reading was 9.4mmol/l. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product information was not provided. The advocate was advised to contact the (B)(6) customer service.